Event description:
It was reported the patient's avm was treated with 5 vials of onyx and planned for surgical resection the following day. Pst procedure, no complication was observed with the pt via CT scan. Next day, during CT scan, hemorrhage observed and subsequently the pt expired.

Manufacturer narrative:
The devices involved in this event will not be returned for eval as it was consumed.